Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Provided patient x-rays have been reviewed. It was not possible to confirm the reported dislocation event or a root cause. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2013, the patient underwent a primary right hip arthroplasty with no indicated intra-operative complications. On (B)(6) 2020, the patient presented to the emergency department following a fall after tripping over a dog and twisting the hip. The right hip became dislocated and the patient underwent a closed reduction in the emergency department. It was indicated that the patient was experiencing pain due to the dislocation. There is no evidence of revision.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Clinical adverse event received for posterior dislocation. Event is serious and is considered severe. Event is definitely related to device and not related to procedure. Date of implant: (B)(6) 2013, date of event: (B)(6) 2020, (right hip). Treatment: closed reduction. Catalog ID: 124603000, lot: d13051132, description: apex hole elim positive stop. Catalog ID: 121701054, lot: 384746, description: pinnacle shell 100 series 54mm. Catalog ID: 122136454, lot: 401184, description: pinnacle altrx 54mm x 36mm +4 neutral. Catalog ID: 550524, lot: 4768173, description: srom sleeve proximal titanium 18d lg. Catalog ID: 563618, lot: 3622323, description: srom stem std 36mm +12l neck 18.0mm x 13mm x 160mm, catalog ID: 136536230, lot: 3600619, description: biolox delta femoral head ceramic 36mm +6.